Event description:
It was reported that the physician contacted rhythmcare as this implantable pacemaker was found to be operating in safety mode and pacing was not available. Emergent device replacement was recommended to ensure adequate therapy, as this patient's intrinsic rhythm was 37 beats per minute. At this time, the pacemaker remains implanted and no adverse patient effects were reported.